Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that she was treated by paramedics for a blood glucose reading of 14 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. Nothing further was reported.